Event description:
The pt received her scs system including an ipg, a lead extension, and percutaneous leads on (B)(6) 2009. It was reported that during the procedure when the physician connected the extension into the ipg, the resultant lead impedance measured high on all contacts for the (cervical) lead. It was reported that the strain relief on the lead extension was damaged and came off during the procedure. After the surgery, the pt reported not feeling any stimulation corresponding to that lead, but did feel stimulation from her other (thoracic) lead. The physician explanted and replaced the extension and leads on (B)(6) 2010. No devices were returned for eval. It is reported that the pt is now doing well.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.